Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 9 months. The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to weakness and unclear anemia. After transfusion of 2 units of red blood cells, the patient¿s hemoglobin level was stable and the patient¿s symptoms improved. A hemoccult test was negative. An endoscopic examination was refused by the patient. There were no signs of pleural effusion, pericardial effusion or hemothorax. The patient was discharged on (B)(6) 2017. It was reported that the anemia was related to anticoagulation and possibly to the lvad. No additional information was provided.